Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-300 mg/dl). The customer did not know the cause of the ongoing high bg; however, the customer had forgotten to deliver a bolus for breakfast the day of the report. A bolus was delivered to address the current high bg. A pump system was performed and no device issues were identified. The customer's healthcare provider (hcp) had put the customer on a new diabetes medication to help lower the bg level; but it was not working. The customer was to be discussing the high bg with the hcp.